Event description:
Or charge nurse was notified from a depuy representative, concerning an increase in hip failure rate. According to the rep, the failure rate of a hip is approximately 2-3%, and with this system, it was increased to 8-9%. The rep also alerted md of this increase in failure rate. A copy of the alert letter was given to an individual in risk management as well as a copy of the implant record. ¿equipment/supplies:depuy asr acetabular cup size 58manufacturer:depuymodel number:9998-00-758equipment/supplies secured for review:no/unknownequipment/supplies taken out of service:no/unknownimplanted device:yesexplanted device:no/unknown¿equipment/supplies:depuy asr uni femoral implant size 51manufacturer:depuymodel number:9998-00-251equipment/supplies secured for review:no/unknownequipment/supplies taken out of service:no/unknownimplanted device:yesexplanted device:no/unknown